Manufacturer narrative:
Pump was received with minor scratched display window, cracked lcd window at upper and bottom right side corners, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. (B)(4).

Event description:
It was reported that the customer's insulin pump has a cracked display, a cracked reservoir. Customer's blood glucose level at the time 175 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.